Event description:
It was reported that the tip of the serfas probe broke off and fell into the open knee. The part was retrieved from the body.

Manufacturer narrative:
Additional information will be provided once investigation is completed.